Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This event is for the first device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that two eddy irrigation tips broke during treatment on a patient. The broken pieces were retrieved, tooth filled, treatment completed.

Manufacturer narrative:
Received 2 broken upper part of product for investigation. 1st tip cavi 2 tip broken at 28mm. 2nd tip cavi 2 tip broken at 28mm. No smooth breakage, melted, breakage due to thermal influences. Misuse.